Event description:
The event of low blood glucose happened 3 times while using the minimed 780g pump with continuous glucose monitor while flying. Experienced sensation of low blood glucose but pump did not reflect a low blood glucose number. Near syncopal event x 3 different flights. 2 requiring laying down in the galley and drinking juice.